Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, forceps elevator scratched, angle rubber glue cracked, leaking at forceps passage, switch 1 cut, fluid in control body and scope connector, and ultrasound electrical insulation failed. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had foreign material (leaking black fluid) exiting from the auxiliary water channel. Upon inspection and testing of the returned device, a defect was found on the scope forceps elevator. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the auxiliary water channel could not be identified. The root case of the issue was determined to be the result of a leak at the biopsy channel and reprocessing could not be completed. Additionally, the root cause of the observes no forceps cover adhesive could not be determined. The event may be prevented by following the instructions for use section below: " chapter6 compatible reprocessing methods and chemical agents¿. ¿chapter7 cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.